Event description:
The customer reported that the probe leaked diluent on the ortho provue analyzer after maintenance and the dilution cup overflowed. The customer indicated that they were attempting to process controls when the incident occurred. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the wash station was cracked. The fe replaced the wash station and probe and performed the appropriate adjustments to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.